Event description:
Arterial blood gases (abgs) (x3) were sent on a patient undergoing apnea testing. All caps were tightly secured and secured in sealed biohazard bags. The second and third abgs sent were put in for redraw due to leaking and did not result.